Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The charger/modem was returned and evaluated at zoll manufacturing corporation. The reported problem (would not charge a battery) has been confirmed. Upon investigation the battery charger/modem would not charge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca as well as liquid contamination on the battery board and a shorted u14 cmos flash microcontroller on the bedside pca. In addition, the power supply connector was defective. The root cause for the defective power supply connector was physical abuse. The root cause for the shorted q1 and u14 could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. Device evaluation of monitor sn (B)(4) has been completed. The monitor was returned and evaluated at the distributor, in accordance with recommendations from zoll manufacturing corporation. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a defective battery connector on the monitor computer/analog board. The root cause for the defective connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported it would not charge a battery.a us distributor returned monitor sn (B)(4) and reported that the monitor was not powering on.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The reported problem (unable to power on monitor) was confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The cause for the failure was contamination of the battery cells. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery pack. Initial MDR: device evaluation of battery charger/modem sn (B)(4) has been completed. The charger/modem was returned and evaluated at zoll manufacturing corporation. The reported problem (would not charge a battery) has been confirmed. Upon investigation the battery charger/modem would not charge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca as well as liquid contamination on the battery board and a shorted u14 cmos flash microcontroller on the bedside pca. In addition, the power supply connector was defective. The root cause for the defective power supply connector was physical abuse. The root cause for the shorted q1 and u14 could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. Device evaluation of monitor sn (B)(4) has been completed. The monitor was returned and evaluated at the distributor, in accordance with recommendations from zoll manufacturing corporation. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a defective battery connector on the monitor computer/analog board. The root cause for the defective connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported it would not charge a battery. A us distributor returned monitor sn (B)(4) and reported that the monitor was not powering on. The distributor also returned battery sn (B)(4) on 02/09/2016 and reported that it was unable to power on the patient's monitor.